Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate detritus adhesion and signs of crystal deposits on metal surface; the outer flow tubing open end exhibits minor scratches; the outer flow tubing exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 62,524 joules; 60 minutes while using the surgical fiber during a prostate procedure, fiberlife mode kept activating and diminished tissue vaporization efficiency was observed. The fiber was replaced and the procedure completed using the second surgical fiber. There was no patient injury reported.